Event description:
During manufacturer review of a patient's vns programming history, it was identified that a faulted systems diagnostics test was performed on (B)(6) 2008. A final interrogation of the vns was not performed to verify the settings were as intended. The output current was disabled. The vns settings were not corrected until (B)(6) 2008.

Manufacturer narrative:
Analysis of programming history.